Event description:
Patient was revised to address tibial loosening at the cement/implant interface. Competitor's cement was used at the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.